Event description:
The patient underwent a removal of a unknown biomet versanail tibial nail procedure due to an infection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).